Event description:
It was reported that during a stone removal procedure, retracting difficulties were encountered. The location of the lesion is unk. The 1.9 zero tip stone retrieval basket was advanced, however, at an unspecified time, the physician noted that it was impossible to retract the loop into the sheath. How the procedure was completed and the patient's status are unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.